Manufacturer narrative:
Device evaluation, one pump was received for investigation. Performance verified by visual inspection found the pump constant alarmed an error code 46510 due to main board. Inoperable main board due to error code. Customer event was verified by the visual inspection. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the pump had a red screen code. No patient involvement reported.